Manufacturer narrative:
(B)(4).

Event description:
Doctor noticed crown mobility, that the iuniht screw loosened. He retightened it by giving more torque.

Manufacturer narrative:
One certain® titanium hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn and contain debris. The drive feature is worn, but remains functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates continuous screw loosening and that the screw was stripped. The alleged event is non-verifiable with the information provided. The root cause for the complaint could not be determined. The following sections were updated: date of this report, manufacturer, contact office: name/address, office contact: manufacturing site, follow-up number, follow up type, device evaluated by manufacturer: change "no" to "yes", device manufacture date, evaluation codes, additional narrative.